Manufacturer narrative:
A sample was received to perform an investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A visual analysis confirmed the presence of a cut inside the hub nose that caused the leakage. Functional testing using a leak test was performed and confirmed the reported problem. It was determined that this type of damage may be possible during the manufacturing process with misalignment of an assembly station; however, no trend was identified for this defect. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: correction this was reviewed as part of remediation and is considered a reportable event.

Manufacturer narrative:
Corrected data: an initial report was submitted with MFR# 3012307300-2020-09816. Please disregard the initial report submitted as the event should not have been reported.

Event description:
It was reported that the operator found a leak near the junction of the catheter and hub. This product problem was observed immediately upon use. No medical intervention was taken. The outcome of the event was described as resolved.